Event description:
The customer reported that the xray detectable string in the 4x4's has been coming undone. They had 1 sponge where the x-ray string completely came apart from the sponge. If this wasn't caught there could have been potential for the string to be a retained object. The 4x4 sponges have not been the same quality as in past.

Manufacturer narrative:
UDI pi information will be provided on a follow up report when available. Additionally, an investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Added the expiration date and unique identifier (UDI) # to section d4.

Manufacturer narrative:
Additional information was received therefore sections b5 and h6 health effect - impact code was updated.

Event description:
The customer reported that the xray detectable string in the 4x4's has been coming undone. They had 1 sponge where the x-ray string completely came apart from the sponge. If this wasn't caught there could have been potential for the string to be a retained object. The 4x4 sponges have not been the same quality as in past. Photos attached. Additional information received stated that the concern was for x-ray sponges falling apart after use inside patient's vagina. Blue x-ray detectable was noted to be falling out. Charge nurse, nurse manager, and supplies made aware. Surgeon and resident aware. Intra-operative x-ray completed prior to patient leaving or.